Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that they had a follow up with the patient (B)(6) 2026 to clear oor screen and adjust settings. They now had high impedances at contacts 4, 5, 8, 9, 12, and 13. They also had connections out at the 5th and 13th port connections. They reprogrammed their around these impedances and uploaded an updated picture of the impedances screen below.

Event description:
Additional information was received from a patient (pt). It was reported that they had a few of their leads go bad this year. When asked for an event date, patient said january or february of this year was when the first one went bad, end of august, early september the other two went bad and it was over a month before they could see the manufacturer representative (rep). Additional information was received from a patient (pt). It was reported that the patient denies any falls/traumas. It was unknown if there were any circumstances that led to the reported issue. The impedance measures were high. The cause was unknown but the contact was unable to be used. The patient has not reached out to the team for further information, so the resolution was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that no steps have been taken at this time to resolve the leads going bad, the representative have been working around the bad leads. The patient stated they would see their doctor at a late time to determine what needs to be done.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were getting an error message settings not available cannot provide your desired intensity settings and the issue began a couple months ago. Patient stated they kept getting breakthrough pain because they were not able to get their intensity settings. The patient was redirected to their healthcare provider to further address the issue. The patient called back in stating they couldn't get the desire intensity settings of their ins. During the call agent advised the p atient to switched group, the patient was currently on a group b and switched to a and c. They tried to adjust the stimulator but got the same message desired intensity settings not available. The patient mentioned they are getting pain on their lower back cause they didn't get any proper stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that there were high impedances, the rep reprogrammed around impedances to achieve stimulation in bilateral lower back. Cause is not known. Patient denies falls or other injury that could cause impedances, there is no known reason for the impedances. Healthcare provider (hcp) aware of issue

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that they do not know the cause of the connections out at the 5th and 13th port connections. They reprogrammed the patient not using these electrodes. Rep said that the situation is ok now because I am not using those electrodes.